Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and leakage was observed in the hub area. It was reported by the caller, that there was a crack in the valve on the sheath introducer of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium when they took it out of the package. Observed blood leakage of 1ml in the area but could not identify the source. It was assumed it was a tiny crack. To troubleshoot the sheath was replaced, the issue was resolved, and the procedure was continued. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection was performed following bwi procedures. Visual analysis revealed that the brim cap, hemostatic valve, and silicone ring, were placed in its original place, however, the side port was found partially separated from the hub component. Microscopic examination of the side port was performed and evidence of adhesive was found. The damage observed could be caused by insufficient polyurethane (pu) during the manufacturing assembly, however, this cannot be conclusively determined. Internal action was opened to introduce optimization actions on devices with stopcock gluing issue. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath: medium and leakage was observed in the hub area. It was reported by the caller, that there was a crack in the valve on the sheath introducer of the carto vizigo¿ 8.5f bi-directional guiding sheath, medium when they took it out of the package. Observed blood leakage of 1ml in the area but could not identify the source. It was assumed it was a tiny crack. To troubleshoot the sheath was replaced, the issue was resolved, and the procedure was continued.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a followup report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On 22-jan-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).